Event description:
Left common femoral was accessed without difficulty and progress was made to the right common femoral where an angiogram was done. A 5f cook sheath was introduced prior to guide wire. The 5f sheath was removed and a terumo 6f destination sheath was introduced over the 0.035 terumo advantage guide wire was negotiated into the at artery. A burstein catheter was advanced over the wire (otw) into the at. The wire was then exchanged with a 0.14 abbott bmw guide wire and advanced to the anterior tibial artery. A 1.7mm turbo- elite (te) was calibrated and advanced otw to a prox. Lesion in the at. The area was irrigated with saline and 2 passes with the te were performed and then the te was retracted and contrast was injected showing a small perforation. The te was removed otw and an ev 3.0 x 80mm balloon was advanced otw and inflated to 4 atmospheres for 3 minutes. Two subsequent inflations for 1 minute each were done afterward. Contrast injection confirmed that the perforation was sealed; however, a small aneurysm was noted. Subsequently a popliteal lesion was treated with the te for 2 passes and ballooned. Posterior tibial was treated in a similar fashion with 1 pass followed by balloon at 10 atmospheres with excellent results. Te, wire, sheath removed and pressure held. Doppler showed improvement and patient was discharged home 2 hours later.